Event description:
A potential product issue has been reported internally with our oncor impression plus linear accelerator. In an abundance of caution, this issue is being reported. During the application of update (B)(4) for the repair of the collimator bearing on 160mlc or hpd, the customer service engineer noticed that the collimator bearing was defective causing the associated cage to move out. No info was reported that suggests that a serious injury or mistreatment has occurred. Prior to receiving the associated complaint, this event was being discussed with customer service representatives in (B)(4) and the united states. At the request of our headquarters customer services representative, a complaint was written and subsequently received by our designated complaint unit on january 14, 2011. The root cause is pending final investigation result.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical) there has been no mistreatment or injury reported, however there is a risk to the pt. With this event, there are two different cases that require risk analysis. Case 1: 2 (moderate) there could be a dose to a wrong location because of mechanical misalignment (deviation of the treatment field of 4 to 5 mm at the (B)(4)): the mechanical deviation will be recognized during the daily qa. In the case of stereotactic treatments, the deviation would be detected even before the treatment during the specific qa for stereotactic treatments. Otherwise a mistreatment may occur for one fraction. This may potentially result in a moderate injury. Case 2: 3 (critical) if the defect of the bearing is not recognized and repaired it may happen after some time, that there is a total breakdown of the bearing. In the worst case scenario, the collimator may fall down. As the weight of the collimator is about 400kg, this may cause a serious injury or death. Probability: c (remote) there has been no mistreatment or injury reported. However, a mistreatment (dose to wrong location), a serious injury or even death may occur. The issue will be detected during the qa. It is also likely, that the user will detect the deviation while using light field or lateral imaging for pt positioning. Case 1: c (remote) dose to wrong location: as the issue will be detected during the qa there is a low probability for an injury. Case 2: c (remote) there is currently no reliable info available about the time between the occurrence of the defect (roller cage disengaged) to a total breakdown of the bearing. Thus we cannot completely exclude the risk of the collimator dropping down.